Event description:
It was reported that this right ventricular (rv) lead was explanted due to a suspected microdislodgment, with a new lead implanted instead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead presented lack of capture due to a suspected microdislodgment, so it was explanted with a new lead implanted instead. No additional adverse patient effects were reported.